Event description:
It was reported that the patient experienced heart block. There was high thresholds, high/undefined impedance, and noise on the right ventricular (rv) lead. It was noted the lead was implanted after the use by date. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.